Event description:
The customer reported that while the unit was in use on a pt, the unit began beeping and then the screen went blank. The customer was unable to restart the unit. Pt monitoring was continued via the bedside monitor. No pt injury was reported.